Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/23/2020. Additional information: an empty opened foil, an empty labeling winding former and a needle-suture piece were received for analysis. During visual inspection of the needle / suture piece, marks were observed on the needle of the body and they appear to be through the use of surgical instruments. The suture had excess body fluids and cutting of the ends that appear to be through the use of a surgical instrument. Due to the condition of the sample, the functional test could not be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the condition of the sample, the assignable cause of the suture breakage is suggested to be improper handling of the sample.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information was requested, and the following was obtained: what is the name of the initial procedure? - not available. What was used to complete the surgery? - by replacing another same like suture. What tissue was being approximated or sutured when it broke? - facia. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will.

Event description:
It was reported that the patient underwent an unknown surgery in 2020 and the suture was used on facia tissue. During the surgery, when the suture was slightly tied then suture snapped. Another like suture was used to complete the surgery. There were no patient consequences reported.